Manufacturer narrative:
The device was returned to olympus for inspection. Olympus was able to confirm the customer allegation of image failure and determined that the cause was due to the connector to the circuit board being corroded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had an image failure. There were no reports of patient harm.